Event description:
Patient reached out to miradry to report that their left arm hurts and still numb six months post treatment. Additional attempts were made to reach out to the customer with no response.

Manufacturer narrative:
Three attempts were made to contact the customer for additional information, however, no response was given.